Event description:
On july 14, 2007, the lay user/pt contacted lifescan alleging a power issue with her one touch ultrasmart: the meter was not turning on. She claimed that the battery was replaced per the owner's manual. Per the customer service representative's documentation, the power issue was not resolved with troubleshooting. The pt usually tests 2-3 times per day (morning, before bedtime, and sometimes midday). She also takes novolin r (sliding scale based on meter readings), novolin n (60 units in the morning, 30 units at night), and actos (1 pill per day). She claims that her normal blood glucose levels usually run in the 130's mg/dl. The pt claimed that the power issue started about a week prior to contacting lifescan. For approx a week, she continued taking her novolin n and actos as usual but stopped taking her novolin r based on her own decision because she did not know what her blood glucose levels were. In 2007, the pt developed symptoms of headache, dizzy, lethargic but also indicated that she was under "a lot" of stress. She did not try to relieve her symptoms with any medications and claimed that she did not have any time to rest. The next day, the next day, at 12pm, she decided to go to the ER because her symptoms were not going away. Her blood glucose on the ER's meter was "302 mg/dl" and she was given 10 units of a fast acting insulin. An hour later, her blood glucose was "245 something" on the ER's meter and was released within a couple of hrs. She claimed that she did not receive any diagnosis for her symptoms. This complaint is being reported because the pt was unable to test on her meter for approx a week, developed symptoms, and then received insulin treatment at the ER. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.